Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated on the cobas® 6800/8800 sars-cov-2 192t assay. A customer from (B)(6) alleged that they received potential false positive sars-cov-2 results using the cobas® 6800/8800 sars-cov-2 192t assay on the cobas liat 6800/8800 system for two consecutive runs. The customer was concerned with an increase in positive results but did not provide any specific sample ids. Data was reviewed and positive results were observed. It was confirmed that no results were reported. The customer retested the positive samples on a different instrument which generated negative results. Patient samples were collected using both nasopharyngeal and oropharyngeal swabs and capricorn scientific minimum essential medium (mem) with earle's salts with stable glutamine sterile-filtered. This is not a recommended practice for sample collection. As per the method sheet, samples should be collected using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The initial positive results were not reported out to the patient and/or personnel treating the patient. An investigation was performed which did not identify any product issue. Although no specific samples were alleged, review of the data indicated that the positive results were all near or below the limit of detection (lod). Lod samples are expected to waiver between positive and negative upon repeat. Additionally, differences in the different platforms could contribute to the discrepancy. Assays can differ in sensitivity and their ability to detect viral load.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Although no specific samples were alleged, review of the data indicated that the positive results were all near or below the limit of detection (lod). Lod samples are expected to waiver between positive and negative upon repeat. Additionally, differences in the different platforms could contribute to the discrepancy. Assays can differ in sensitivity and their ability to detect viral load. (B)(4)

Event description:
One additional sample also included with the customer data was evaluated and it was determined that it generated CT values not at the lod of the assay, and may not have been detected by the competitor assay due to differences in technology or customer workflow.

Manufacturer narrative:
One additional sample also included with the customer data was evaluated and it was determined that it generated CT values not at the lod of the assay, and may not have been detected by the competitor assay due to differences in technology or customer workflow. Added information about one additional sample evaluated during data review. (B)(4).